Manufacturer narrative:
The sample was not returned. The finished product met all specs prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the precautions: "pelvisofttm biomesh is for single-patient use only and is to be implanted surgically. If either the outer polyester/polyethylene pouch or the inner foil pouch has been perforated or torn in shipment or storage, then the enclosed pelvisofttm biomesh should not be used. Pelvisofttm biomesh should be hydrated or moist when the package is opened. Dehydrated or dry tissue should not be implanted." (B)(4).

Event description:
(B)(4). The pt's attorney alleged a deficiency against the device. Add'l info has been requested, but not yet received. Associated mdrs: 1018233-2013-02478, 1018233-2013-02479 and 1018233-2013-02481.

Manufacturer narrative:
(B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced transient post-operative hypotension due to patient controlled analgesic pump, leukocyte esterase in urine, blood in urine (hematuria), stress urinary incontinence, overactive bladder, cystocele/rectocele (prolapse), intrinsic sphincter dysfunction, urinary frequency, nocturia, urine leakage, gastrointestinal reflux disease, pain, discomfort, need to strain to completely empty bladder, pelvic pain, taught/tender mesh arms bilaterally, and required additional surgical and non-surgical interventions.